Event description:
Pt was hypotensive and bradycardic and did not respond to atropine. External pacemaker placed on him and set for demand capture. Pt had an underlying rhythm of 35-40 beats per minute. Although the demand button was pressed several times. There was no activity on the pacer cassette and no light would go on. Pt placed on "non-demand" and the unit responded pacing over the pt's rhythm.